Event description:
The user facility reported their sterilizer was leaking oil onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found f15 and f16 filters required replacement. The technician repaired the unit, ran a test cycle and confirmed it to be operational.